Manufacturer narrative:
Updated data: (email), corrected data: (name), (clinical & impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units pressure regulator required replacement due to it leaking helium. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h10, h11. Corrected field: h10 the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm). Complete repair has not been done yet. The pm was not completed and the iabp was not released and cleared for clinical service. This call has been closed as the quote has expired. An engineer will therefore not be attending site.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced pressure regulator to fix the issue and performed a full functional and safety checks to meet factory specifications. Complete repair has not been done yet. The pm was not completed and the iabp was not released and cleared for clinical service. This call has been closed as the quote has expired. An engineer will therefore not be attending site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit requires new regulator.